Event description:
Reporter indicated that a systems diagnostics test at an office visit yielded high lead impedance reading indicating a possible lead break. Review of x-rays by manufacturer and surgeon identified a lead break at c-6. The pt underwent a total vns therapy system replacement. The high lead impedance resolved with the replacement of the vns therapy system. No serious injury was reported.

Manufacturer narrative:
Pa and lateral of chest and neck x-rays were reviewed. Device failure occurred, but did not cause or contribute to a death or serious injury.